Event description:
Customer called to report that the unicel dxc 800 synchron system (serial number (B)(4)) generated falsely high sodium, potassium, and chloride results on three patient samples. The erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected. When customer noticed that the instrument suppressed results for the three patient samples, and subsequent samples, they were repeated on the same and/or another dxc (serial number (B)(4)) instrument. The repeated results were then reported. The field service engineer (fse) inspected the instrument and found that the sodium reference electrode was broken. The fse replaced the sodium reference electrode and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4)).